Event description:
The user facility reports one incident of a cut in the pump segment tubing that occurred at the end of hemodialysis treatment. Due to potential for contamination the blood in the extracorporeal circuit was discarded resulting in ebl=250cc and pt was administered antibiotics prophylactically.

Manufacturer narrative:
Inspection of the returned complaint sample indicates that the cut was due to incorrect or incomplete insertion of the pump segment tubing into the machine pump housing which is considered user error. In response, the machine MFR provided instructional inservice to staff at the user facility.